Event description:
On the date mentioned above I had hernia repair surgery, in which a ethicon prolene mesh patch was used. Since the procedure, I had gradually had symptoms which have seem to increase over time. I have lost 75 lbs., has gastrointestinal problems, chronic fatigue syndrome, and I have suffered a lot of pain. The pain is actually worse now than before I had my hernia repaired. I am hoping by complaining, others will do research -that I neglected to do- before surgery and elect not to have a mesh patch as a solution to their hernia issues. Dates of use: 2006 - present. Diagnosis or reason for use: inguinal hernia repair. Event abated after use stopped or dose reduced: no.